Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. Reportedly, the customer inadvertently entered insulin units into the carbohydrates field of the bolus delivery menu, which subsequently decreased their bg level to 40 mg/dl. Customer required assistance and was given juice and carbohydrates. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input.